Event description:
Unable to retrieve the prosthesis from the wearer. Problem encountered when releasing the prosthesis; impossible to release.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Device received and remains under investigation.